Manufacturer narrative:
Review of angiogram images at implant revealed that the patient had an abdominal aorta which contained thrombus. The flow lumen neck diameter (l-r) just below the level of the more superior right renal artery measured 19mm. The patient had 2 left renals arteries. One cm below the right renal the aortic diameter at the more superior left renal measured 22mm, and 1cm distally the 2d flow lumen diameter at the lowest left renal narrowed to 15mm. The distal aortic flow lumen diameter was 14mm l-r. The right common iliac artery flow lumen diameter ranged from 7 ¿ 11 ¿ 8mm, and the left common iliac artery flow lumen diameter ranged from 7 ¿ 9 ¿ 10mm. The right common iliac artery take-off was essentially straight; however, the lcia take-off was angulated 70 deg lateral-left. The bifurcate was brought up the right side and deployed proximally to just below the lowest left renal artery, and distally to open the gate. The proximal stent graft od measured 17mm l-r. The bifurcate was then completely deployed into the right common iliac, and the contra limb was implanted into the left common iliac artery crossing the ipsi limb within the distal sac. Final angiogram showed no endoleak. Both limbs were patent with no obvious stent graft kinks or compression observed. Both the right and left iliac limbs od ranged from 9 ¿ 10mm. No stent graft issues were seen. Review of cta¿s from 3-weeks post-implant revealed that the bifurcate was positioned just below the lowest left renal artery. The stent graft proximal od measured 20mm and 1cm lower was 25 x 27mm; the aortic body and infrarenal neck were essentially straight. The ipsilateral limb was positioned within the right common iliac and the contra limb crossed over the ipsi limb within the distal sac and was positioned within the left common iliac. The max diameter aaa was 4.7cm; no endoleak was observed. Both limbs were patent and no thrombus was seen within the stent graft lumen. Within the 24mm distal aortic diameter, the left/contra limb ID was seen slight compressed down to approximately 6mm x 15mm. The right ipsi limb ID was 11mm. At the take-off of the lcia the limb was acutely laterally angulated 55deg, and the left limb od measured 13mm within the lcia. Review of an angiogram intervention procedure 6 weeks post-implant revealed that the left/contra limb was occluded beginning just above the bifurcate flow divider. The right limb was patent. A thrombectomy and ballooning was performed within the occluded limb. The bifurcate aortic body and contra limb were relined with other manufacturer¿s devices, proximally from near the bifurcate proximal graft margin, within the bifurcate gate, and across the distal aorta into the left iliac. The right/ipsilateral limb also appeared to have been relined. Final angiogram showed that the occlusion had resolved following the intervention. The exact cause of the left limb occlusion could not be determined from the images provided. Pre-implant cta¿s were not available for review. It is possible that stent graft placement with the small distal aorta combined with acute angulation of the left limb, may have led to a stent graft kink and compression. It is also possible that bifurcate oversizing may have contributed. This may also be a patient condition; poor distal runoff and pre-existing aortic thrombus.

Manufacturer narrative:
(B)(4).

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of 59 mm diameter abdominal aortic aneurysm. It was reported that the patient presented with back pain. A doppler was performed that suggested limb ischemia. The left limb was occluded with hypoechoic thrombus. The patient returned for follow up and complained of left leg pain. The physician elected to perform a thrombectomy and reline the stent graft with another manufacturer's stent graft, the limb occlusion has resolved. The physician attributed the event to a potential kink in the stent graft. No additional clinical sequelae were reported and the patient is fine.